Event description:
I had a left total hip done (B)(6) 2007 with the depuy pinnacle hip system. This was done for osteoarthritis with associated pain. Prior to implant I was golfing 3 times per week, dancing, and aerobics. After surgery the pain increased. I felt as if the leg was weak and would give out. I dislocated 3 times in which I was hospitalized twice. I have a left foot drop which makes it hard to get around. I required assistance for all activities of daily living. I needed a walker and cane. I had to be admitted to skilled nursing for physical therapy and care. On (B)(6) 2007, I had to have a revision to remove the depuy implant. Dates of use: (B)(6) 2007. Diagnosis: degenerative osteoarthritis. Physical therapy: (B)(6) 2007 and (B)(6) 2008.